Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent an endovascular treatment of an iliac aneurysm with an gore® excluder® iliac branch endoprosthesis (ibe device) and a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). Reportedly, after the ibe device was implanted, and the physician attempted to advance the vbx device though an 8fr terumo destination introducer sheath as a distal extension to the ibe device. However, during the advancement of the vbx device through the introducer sheath it had become stuck. The physician then tried to pull the vbx device back out of the introducer sheath and in doing so, the distal portion of the vbx delivery catheter broke.

Manufacturer narrative:
A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. The primary reported complaint could not be independently confirmed because there were no items returned for evaluation. The reported device failure modes difficulty or inability to insert endoprosthesis and delivery system is compromised/broken were not due to a use error. The reported accessories used were compatible with the device configuration per the IFU and there was no reported use of excessive force. The cause for the complaint could not be established with the available information.